Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. It was reported that the customer was able to complete rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned the insulin pump for alleged insulin pump error alarms found on (B)(6) 2021. The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. The insulin pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test due to broken reservoir tube lip and missing retainer. Successfully downloaded the trace and history files using thus. A review of the history files reveals on (B)(6) 2021 there were two (2) insulin pump error alarms (03:00 and 07:00) that occurred. No insulin pump error 35 alarms noted during testing or could be found in the history files. Insulin pump trace download analysis confirmed the insulin pump alarmed power error . The adapt tool confirmed power error alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. The insulin pump was cut open for a visual inspection. No damage or moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: partially broken reservoir tube lip, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, stained serial number label, end cap address label faded, missing retainer, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Insulin pump error alarm is confirmed due to a software error. Insulin pump error is not confirmed. No insulin pump error alarm during testing or found in the history files. Missing retainer, partially broken reservoir tube lip, missing reservoir tube o-ring and reservoir unable to lock properly are confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.